Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributer reported to integra that a nl8508330 hermetic lumbar catheter had leakage at the connecting area. Additional information has been requested.

Manufacturer narrative:
The product was not returned for evaluation. No lot number was reported as part of this complaint and thus no documentation review was possible. Since the failure unit has not been received, the event is considered unconfirmed. It is unknown if the connector used was the one provided in the lumbar drainage accessory kit.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. With regard to the returned product, one bag containing one open end catheter, a yellow cap, one tuohy needle with sleeve, and a stainless-steel connector was received for evaluation. The original packaging was not included; thus, it was not possible to retrieve lot number information from the sample returned. Device history record could not be performed since no lot number was provided by the customer. The unit was visually inspected under a magnifier and no defects were noticed on the catheter. The stainless-steel connector was attached to the catheter and water was passed through using a 20-ml syringe: no leaks were observed. Also, the catheter was bent to block water passage and no leaks were observed even under pressure at the connecting area. The returned unit was examined and no defects were observed. Also, a simulation was made by connecting the catheter to the lumbar drainage connector (returned with the catheter) and no leakage was observed even when blocking water passage to pressurize the catheter. The complaint condition could not be reproduced and therefore unable to confirm the failure or determine a root cause.